Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. (B)(4).

Event description:
It was reported that the healthcare professional identified that an unspecified mentor tissue expander was deflated. The original reporter has not reported any additional information if there was any consequence to a patient.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the report submitted on 4/4/2019 was submitted incorrectly. The report was reported as malfunction. However, the report was a serious injury report. Manufacturer¿s reference number: (B)(4).